Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issues was most likely due to the patients condition as the clinical details stated they were unable to pass through the vasculature. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Added-d6a/d6b f6/f8 should have been left blank in the initial report. H6 med dev prob code changed to 2682.

Event description:
The user facility reported a 49-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During insertion the catheter kept prolapsing on itself while advancing. No traumatic force was used when attempting to advance. The impella and wire were removed, and left ventricle was rewired for a stronger rail. The device continued to have the same issues. Surgeon decided to exchange for new impella and retry. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.